Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high out-of-range pacing impedance. The rv lead was capped and replaced on (B)(6) 2022. Patient condition was stable.

Manufacturer narrative:
Correction - d6b - date of explant should have been empty rather than "(B)(6) 2022"